Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The ent reported that the user has an infection and a possible cholesteatoma. The doctor determined that the device needs to be explanted.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient suffered from an infection and was treated with antibiotics. As antibiotic treatment could not resolve the issue the user underwent a surgery in which it was originally planned to remove the device. During the surgery, a cholesteatoma was found. The surgeon removed the cholesteatoma and the surrounding infection. However, the device could remain implanted. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. The device remains implanted and in use.

Event description:
The ent reported that the user has an infection and a possible cholesteatoma. Intravenous antibiotics were given, but did not resolve the issue. Therefore, it was planned to remove the device. A surgery was conducted on (B)(6) 2025. During this surgery it was determined that the user was experiencing pain due to a cholesteatoma. The surgeon removed the cholesteatoma. Afterwards he wanted to remove the implant, but as it was realized that the infection was isolated around the conductor link only, the surgeon finally decided to leave the device implanted and just to remove the infected tissue. The patient continued to be treated with antibiotics. The user has been seen twice for follow-up visits after the surgery and the implant site reportedly looked good.

Event description:
The ent reported that the user has an infection and a possible cholesteatoma. Intravenous antibiotics were given, but did not resolve the issue. Therefore it was planned to remove the device. A surgery was conducted on (B)(6) 2025. During this surgery it was determined that the user was experiencing pain due to a cholesteatoma. The surgeon removed the cholesteatoma. Afterwards he wanted to remove the implant, but as it was realized that the infection was isolated around the conductor link only, the surgeon finally decided to leave the device implanted and just to remove the infected tissue. The patient continued to be treated with antibiotics. The user has been seen twice for follow-up visits after the surgery and the implant site reportedly looked good, however, the infection reoccurred and the device was finally explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons. Reportedly, the recipient suffered from an infection and was treated with antibiotics. As antibiotic treatment could not resolve the issue the user underwent a surgery in which it was originally planned to remove the device. During the surgery, a cholesteatoma was found, which is has reasonably caused the infection. The surgeon removed the cholesteatoma and the surrounding infection. The device remained implanted at this time. However, the infection reoccurred and the device was finally explanted. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. This is a final report.